Event description:
During xia3 surgery, when the surgeon inserted the blocker to the screw head, the blocker was inserted into the screw head more deeply than usual. Therefore, the surgeon changed the blocker to another brand new blocker. However, the blocker was inserted into the screw head more deeply than usual again. Therefore, the surgeon tightened the blocker using torque wrench and the surgery was completed. The surgeon requested the investigation of the event.

Manufacturer narrative:
Add'l info has been requested and if made available this will be reported as supplemental. Method, result and conclusion will be made available following an engineering eval.